Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information, however, the product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that when the balloon catheter was advanced toward the lesion the device met resistance with the moderately calcified anatomy causing the reported resistance during advancement. Additional manipulation and/or inadvertent mishandling of the device during advancement against resistance likely compromised or damaged the balloon resulting in the reported balloon rupture during the first inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a concentric lesion in the distal right coronary artery with no tortuosity and moderate calcification. Following pre-dilation with a non-abbott balloon dilatation catheter (bdc), a 2.25 x 15 mm nc trek rx bdc was advanced to the lesion, with resistance from the anatomy, for additional dilatation. The nc trek rx balloon ruptured on the first inflation at 6 atmospheres for 10 seconds. The bdc was simply replaced with an additional unspecified bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.